Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during procedure, when the physician unbowed the device, it was noted that the cutting wire would not release the bow. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second hydratome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the notch got detached. Additionally, the cutting wire was blackened and proximal pierce hole was melted and blackened. The functional inspection was not performed due to the condition of the returned device. The evaluation concluded that due to anatomical or procedural factors encountered during the procedure, performance was limited, and it is most likely that an excess of voltage applied during the procedure could cause the failures noted. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during procedure, when the physician unbowed the device, it was noted that the cutting wire would not release the bow. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second hydratome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.